Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had intermittent drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 pockets b1 and b6 were failing intermittently. A field service engineer (fse) ran diagnostics, and pocket b6 failed during the test. The fse released all pockets and reseated the row board ribbon cable. After retesting in diagnostics, all pockets passed successfully. The customer then inventoried the medications, and the pockets opened normally, confirming that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had intermittent drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.